Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to charge its internal battery and the battery alarm were due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery that failed to hold charge and displayed an "internal battery degraded" alarm. There was no patient injury reported as a result of this incident.